Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint. (B)(4). Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the introducer sheath, unreported coil damage was found to the proximal section of the coil which has severe compression and buckling damage, the remainder of the coil is undamaged. The coil was advanced outside the distal tip of the green introducer with no issues encountered. The damaged coil moved freely. The coil¿s socket ring has been bent distally approximately 90 degrees toward the coil's proximal soldered section. The articulating junction is now in the fixed position. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. The locking mechanism has compression and stretching damage. The damaged coil was freely advanced, therefore the coil was deemed acceptable for microcatheter testing. Using an in-house 10 series compatible microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. No manufacturing defects were found. The complaint of the coil unable to be advanced inside the unidentified microcatheter cannot be confirmed. The field complaint could not be duplicated as the coil moved freely out of the introducer sheath and through the microcatheter with no problems encountered, therefore the root cause cannot be determined. In this case, there are two possible contributing factors that could have caused the reported event. These factors may have worked in tandem or separately with each capable of producing similar results. The evidence as received indicates that the primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of retracting back at a forty-five degree angle. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges producing a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused severe compression and buckling damage to the coil and coil's socket ring has been bent distally approximately 90 degrees toward the coil's proximal soldered section. The articulating junction is now in the fixed position. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. In this condition the coil may not have been able to have been advanced inside the microcatheter or have experienced severe resistance. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger". Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary contributing factor to the coil advancement difficulty inside the microcatheter may have been due to distal interference of an unknown source and location. This interference may have produced the severe coil damage found to the proximal end. It is noted that three different coil product catalog numbers (and lot numbers) experienced the same advancement issues with the same unidentified microcatheter which is the sole common denominator. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced inside the unidentified microcatheter cannot be confirmed. The field complaint could not be duplicated as the coil moved freely out of the introducer sheath and through the microcatheter with no problems encountered, therefore the root cause of the reported event cannot be determined. There are two possible contributing factors that could have caused the reported event. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of retracting back at a forty-five degree angle. The secondary contributing factor may have been due to distal interference of an unknown source and location. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by the health care professional, during the procedure the physician could not advance the deltaplush coil (cpl10020430/c37965); deltapaq coil (cdf10025430/c35460) and micrusphere coil (csp10030030/c37253) through the microcatheter. The physician replaced these coils with same size coils and completed the procedure successfully. It is unknown if the reported event caused any medical intervention or surgical delay. The patient outcome is unknown.